Manufacturer narrative:
Multiple attempts have been made to try and obtain additional info but no customer response.

Event description:
Covidien received a report stating, on (B) (6) 2010, a pb840 vent failed while on pt. Reportedly, the screen went red and said "vent inop". The pt required manual ventilation. It is unk if there was pt harmed.